Event description:
One customer has reported their walkaway 96 si system is reporting previous results with current panels being tested. The results were not reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with this issue.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: computer replaced. Conclusions: the cause of this isolated incident is unk.